Event description:
It was reported that this right ventricular (rv) lead fractured. The lead exhibited oversensing of noisy signals that resulted in inappropriate anti-tachycardia pacing (atp) and shocks. The inappropriate therapy occurred across multiple episodes. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.